Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter needle safety would not activate. The following information was provided by the initial reporter: needle safety would not activate. It was stock in a locked position. Grey part would not seperate

Event description:
It was reported that the bd nexiva¿ closed IV catheter needle safety would not activate. The following information was provided by the initial reporter: needle safety would not activate. It was stock in a locked position. Grey part would not "separate".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 10-jan-2023. H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one 22ga x 1.00in. Nexiva unit from lot number 2195640. Through the visual inspection, the needle was retracted but not decoupled. An attempt was made to decouple but was unable to do it successfully. After several attempts the device was able to be forcefully decoupled. Further inspection found dry adhesive between the grip and the tip shield. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the adhesive dispense station. A device history record review showed no non-conformances associated with this issue during the production of this batch.